Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes due to oversensing noise were observed on the right atrial lead; the patient was asymptomatic. No other electrical issues were noted. It was noted that the noise was reproducible in clinic. The patient would continue to be monitored.